Event description:
In 2009, this patient was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm involving the left subclavian artery, and a type b dissection. The following month, a distal type I endoleak was identified on computed tomography angiogram. Two months later, a second procedure was performed whereby two additional gore tag thoracic endoprostheses were implanted to treat the type I endoleak. The type I endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted in 2009 and involved in this event.